Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr got stuck in lesion. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr got stuck in the lad and was stalled as the foot pedal was being stepped. Then the shaft of the burr was detached. Upon removal of the outer sheath of drive shaft, a new guidewire was inserted and dilatation was performed using a balloon catheter, but the burr was still stuck. A guideliner was advanced but it was unable to reach the area where the burr got stuck. The procedure was not completed due to this event. No further patient complications were reported.